Event description:
It was reported that the catheter was inside the patient. Later, the medical staff observed that urine was leaking around the outside of the catheter. The catheter was removed and the staff noticed the catheter was pierced (hole). Consequences: waste of time and necessary to remove the catheter and replace it.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the medical staff observed that urine was leaking around the outside of the catheter. The sample was then subjected to water leak test to identify the point of occurrence and it was observed that the leak happened at the middle of the shaft. Based on the characteristic of the crack, it was likely that the shaft had exposed or in contact with heat. Further investigation on the root cause for this issue will be addressed through a nonconformance. Based on the investigation conducted on the returned sample, it was found that there was cracked shaft which resulted in leak. Further investigation and corrective action will be addressed through a nonconformance. Therefore, this complaint is confirmed.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inside the patient. Later, the medical staff observed that urine was leaking around the outside of the catheter. The catheter was removed and the staff noticed the catheter was pierced (hole). Consequences: waste of time and necessary to remove the catheter and replace it.